Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted into the right eye (od) of the patient on (B)(6) 2017. One day post op patient complained of halos. Halos and glare were affecting the patient's night driving. The lens was explanted on (B)(6) 2018, due to halos and glare. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a zcb00 21.5 diopter iol. Reportedly, there was no patient injury and her uncorrected vision at 1 day post op was 20/30+2. The patient stated that vision is ok and ¿not too bad¿. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.